Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a suspected nsln episode was present on egm strips. Positional undersensing was observed. Reprogramming options were recommended. The physician decided to keep the same settings.